Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented post-implant procedure. During the device check, the atrial leadless pacemaker (lp) exhibited changes in electrical parameters. It was determined the lp had dislodged to the inferior vena cava (ivc). The lp was explanted and replaced. There were no patient consequences.